Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision in (B)(6) 2003 for mesh extrusion. It was further reported that the patient underwent mesh revision in (B)(6) 2004 due to excessive pain and mesh extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).